Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had damaged. The customer¿s blood glucose level was 5.3 mmol/l. The customer states clear ring from reservoir compartment is loose and keeps falling off as well as a piece of plastic broke off near the battery cap, and difficult to secure battery cap. The insulin pump will not be returned for analysis.